Manufacturer narrative:
Intuitive surgical inc. (Isi) received the reload involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue, and the investigation findings is as follows: the reload has been fired. All pushers of the staples were found at the bed surface of the cartridge. Reload knife and shuttle track was concealed at the distal end of the cartridge. However, there was heavy bio debris within the garage track. Upon further inspection, several staples were lodged within the garage track that was carried along as the knife traveled to the distal end of the cartridge. The knife was inspected after disassembly and several indentations were found along the blade edge. Root cause is attributed to mishandling/misuse. If additional information is received, a follow-up MDR will be submitted. Isi has received the stapler instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no damage was found at the I-beam assembly. The instrument was placed on system. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire test passed with a green reload. Staple formation on test sheet was proper. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found the following: the logs are incomplete for this procedure. Tool table shows sureform60 stapler instrument part #480460-09, lot #l91220222-0143 fired qty 4 reloads, and sureform60 stapler instrument part #480460-09, lot #l93210308-0232 fired qty 6 reloads, but the logs only show qty 1 firing event, which was with a white reload and on lot #l93210308-0232. This firing appears to have been the final sureform firing of the procedure. This firing was completed per the logs with no pauses for compression. There was no incomplete clamp on this install. There are no stapler related errors in the msc logs. A review of system log and instrument log was performed by regulatory post market surveillance (rpms) analyst. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2022 on system (B)(4). Procedure: gastric bypass procedure, instrument part #: 480460-09 l91220222-0143, l93210308-0232. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted gastric bypass surgical procedure, the surgeon fired on stomach tissue with the sureform60 stapler instrument using a blue sureform60 reload. When fired the staples were not formed and the tissue was pushed out. The surgeon used a backup sureform stapler instrument and stapled medially to the incomplete line and removed additional tissue than planned. The procedure was completed robotically with no further issues.

Event description:
It was reported that during a da vinci assisted gastric bypass surgical procedure, the surgeon fired on stomach tissue with the sureform60 stapler instrument using a blue sureform60 reload. Reportedly, when the surgeon fired, the staples were not formed, and the tissue was pushed out. Intuitive surgical, inc. (Isi) contacted the da vinci clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was present during the procedure; however, it was right after the stapler misfire incident. As reported, the surgeon discussed and explained the stapler misfire with the csr after the procedure. During the second fire with the sureform60 stapler instrument using a blue sureform60 reload, the surgeon was creating the pouch for the gastric bypass when the issue occurred. There were no pauses for compression while clamping down and the stapler started firing. There were no system-generated messages. The proximal side of the staple line was partially formed and transected, and the rest of the staple line was not formed. The stapler pushed out the tissue, and unformed staples were hanging on the tissue and the staples were not formed properly. As a result, the surgeon used a backup sureform 60 stapler instrument and stapled medially to the incomplete staple line and removed additional tissue than intended. The tissue with the incomplete staple line was removed as a part of the specimen. It was confirmed that the site cleaned the stapler in between fires, and there was no loose staple in the crotch of the instrument jaws. The surgeon thought maybe some additional tissue in the instrument's jaws could have contributed to the firing issue. The procedure was completed robotically with no further issues or patient injury reported. Isi has made several attempts to obtain additional information from the surgeon concerning the reported event and patient¿s demographic information with no success. This complaint is being processed based on the provided information at this time.